Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated, it was noted that cardiac compass had invalid data. The ipg remains in use. No patient complications have been reported as a result of this event.